Event description:
The pt experienced pain. Revision surgery revealed the patella displaced. The bone cement was also removed at this time.

Manufacturer narrative:
Summary of eval: examination results indicate that this event is not device related but rather is associated with inter-MFR product mixing and intra-operative damage of the fixation post.